Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01854.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while attempting to insert a cat6 using a peel-away introducer sheath into the sheath, the peel-away introducer sheath was unable to advance through the sheath and subsequently, the cat6 kinked; therefore, the cat6 was removed. Then, while attempting to insert a new cat6 using a peel-away introducer sheath into the same sheath; the same issue occurred. The peel-away introducer sheath was unable to advance through the sheath and subsequently, the cat6 kinked; therefore, the cat6 and sheath were removed. The procedure was completed using a new cat6 and a non-penumbra sheath. There was no report of an adverse effect to the patient.